Event description:
A malfunction was reported on the pump, but no notable events occurred prior to the malfunction. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information, and later, the guardian contact informed that the pump was successfully reset without experiencing further malfunctions, and insulin delivery was resumed. The contact was advised to reach out if further problems arise, and they acknowledged and expressed satisfaction. No further action was required by technical support, and the case was closed as resolved.